Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had non product experience. Additional information indicated that there was an infection non related to leads. The physician attempted to explant both leads but the fine line lead could not be fully pulled back. Thus, the physician decided to abandoned the fine line. This ra lead was surgically abandoned. No additional adverse patient effects were reported.